Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings on the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Observed creases on the device. Brown particles observed in the surface of the shell.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concerns with the product and rupture. Healthcare professional additionally reported, "mildly enlarged right axillary lymph node." Device has been explanted.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concerns with the product and rupture. Device has been explanted.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concerns with the product and rupture. Healthcare professional additionally reported, "mildly enlarged right axillary lymph node." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, h6.